Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a., h.6.

Event description:
Healthcare professional reported "capsular contracture baker grade iii, IV" "peri-implant fluid" "intracapsular rupture" "pain" "lobulation" and "deformity." Device remains implanted. Patient was treated with "analgesics and anti-inflammatories."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and capsular contracture baker grade IV are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported "capsular contracture baker grade iii, IV" "peri-implant fluid" "intracapsular rupture" "pain" "lobulation" and "deformity." Device remains implanted. Patient was treated with "analgesics and anti-inflammatories."